Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows a malformed clip supported by a surgical instrument, also tissue was noted. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch t9248t number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t9248t. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch t9248t number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colon procedure the clip applier formed multiple j clips. The surgeon clamped with instruments and used a second like device to complete the procedure. There were no patient consequences reported.